Manufacturer narrative:
During testing, it was noted that the mechanism had a broken distal pressure sensor pin. The customers report of the devices continuous alarm was confirmed. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr for a report from the customer contact that the pump continuous alarmed with an unspecified malfunction code. This is not a reportable malfunction. However, during verification testing at the service ctr, it was noted that the device distal pressure sensor pin was broken.